Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing on the trilogy evo device. The device's power machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was a therapy buzzer fail error code observed in the device's error log. The manufacturer's service technician replaced the device's buzzer assembly to address this issue. After replacing the parts, the manufacturer's service technician performed the final test on the device. The manufacturer's service technician confirmed the device was operational.